Event description:
It has been reported to philips that the system failed to boot. There was no reported patient or user harm. A philips field service engineer (fse) replaced the bios battery for the host pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot. Review of the log file didn't confirm the reported malfunction directly but the system was down for a period of time when the issue occurred which indirectly indicates issues related to the host pc. The fse checked the system and found problem with the bios (built in operating software) battery of the host pc. The fse replaced the bios battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.